Manufacturer narrative:
Due to character restrictions in block e1 full event site city name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during the inspection of cardiosave intra aortic balloon pump (iabp), maintenance consideration required" has occurred.there was no patient involved.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, component code, investigation conclusions; h11. Corrected fields: event site address, event site city, event site telephone; h6 problem code. Due to character restrictions in block e1. Full event site address: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the executive processor board (0670-00-0770). The software and each setting value were updated. An inspection based on the service manual was performed. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 11 june 2025. The failure analysis and testing dept. Received part number 0670-00-0770 with a reported unit failure of an "maintenance consideration required" message. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The logs indicated that fault codes 78 and 79 occurred. Fault codes 78/79 generate an "iabp may require maintenance" message. As part of the software update, when codes 78/79 occurs, the system display resets. However, the unit does not stop pumping.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) had a "maintenance consideration required" occur. The fault logs indicated fault numbers 78, 79, and 80. There was no patient involvement.